Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and identified the tubing was incorrectly attached to pinch valve pv35. This caused the probe wipe vacuum to be low and not clear the fluid from the probe. The fse did not know how the tubing became detached from the pinch valve. The fse also found that the solenoid 40 connection, which controls pinch valve pv35, was loose. Pinch valve pv35 opens the waste path from the probe wipe rinse block to the diff waste vacuum chamber vc7. Failure mode was identified: the cause of the leak was low vacuum at the probe wipe due to tubing that was not correctly attached to pinch valve pv35. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred at the blood sampling valve (bsv) when using the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing gloves and labcoat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.